Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was having low blood glucose and couldn't talk because she was eating. Customer's blood glucose was 44 mg/dl. The call was disconnected. Customer's daughter was with her and the customer's blood glucose went up to 100 mg/dl when she was later called back. Customer's daughter stated that she didn't know what caused the mom's low blood glucose.